Event description:
It was reported that lubricant was leaking out of the blade mount of the device. This was discovered by the MFR when the device being repaired. There was no pt involvement related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and it was observed that the mobile 28 grease was migrating out of the nose housing. This grease is placed in the handpiece during mfg of the device. As possible cause for this device to flush out the mobile 28 grease could be due to improper cleaning. If the device has been soaked then the mobile 28 may become flushed out. Mobile 28 has been replaced to avoid further potential failures of the device. The DHR review indicated the device passed all testing and inspections as required at the time of manufacture; there were no relevant non-conformances, alerts, deviations, or rework. The handpiece was repaired and returned to the customer.